Event description:
It was reported that the patient experienced a sharp pain going through a theft detector at a department store ¿less than one and half weeks ago.¿ the implantable neurostimulator (ins) pocket was extremely painful and the lead wire to the ins was hot. The health care provider (hcp) turned the stimulation off ¿approximately one hour¿ prior to the report and the patient¿s symptoms were still present. The ins had not been turned off since the incident. The patient also had blood in her urine. However, the patient had interstitial cystitis prior to implant along with blood in her urine, but since therapy began had improved that symptom. Since going through the theft detector the blood in the patient¿s urine had worsened. The patient ¿usually¿ avoided the theft detector but this one was ¿hidden and caught her off guard.¿ the hcp had already performed impedance checks and no shorts or opens were noted. The hcp did get one ¿question mark¿ during the impedance check. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v347313, implanted: (B)(6) 2009: product type lead. (B)(4).